Event description:
It was reported that loss of capture was observed on ECG. Oversensing was suspected and lead revision is considered.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The devices were not returned for analysis. The analysis is therefore based on the received data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned data was analyzed thoroughly. Analysis confirmed the clinical observation. Between april 11th, 2025 and june 24th, 2025, loss of capture events occurred occasionally. However, the subsequently performed threshold measurements were successful, and since the follow-up on june 24th, 2025 no further loss of capture events are documented. The trend data showed fluctuations of the bipolar lead impedance between october 2024 and june 24th, 2025, oscillating between 580 ohms and 700 ohm approximately. These fluctuations ceased on june 24th as well. Despite the above mentioned observations, the data indicates a normal and expected functionality of the pacemaker. There is no indication of a device malfunction. The root cause of the temporary bipolar impedance fluctuations and loss of capture events is not determinable, neither why these ceased since june 24th, 2025. An intermittent defect of the lead cannot be excluded. Should further relevant information become available, this report will be updated.